Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this device was thoroughly examined. Visual inspection noted multiple tool marks and damage to the device header. The df- seal plug was lifted/loose, but still attached. The material around the antenna housing on the front side of the case was damaged and some was missing. The observation of physical damage to the header was confirmed to be the result of induced damage by evidence of the extensive tool marks on the device header. The device passed functional testing.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) header was reported to have silicone or glue by the antenna that had come off. During a procedure to explant another manufacturer's lead due to a fracture, the ICD was removed. No adverse patient effects were reported. A new ICD was successfully implanted.